Manufacturer narrative:
The manufacturer previously a ventilator returning for preventative maintenance and a service required code was found in the downloaded event log and the device's blower motor was replaced to address the issue. During additional testing, the device failed a test step. The devices sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.